Event description:
Additional information received indicated the devices were prepared per the instructions for use (IFU), and the patient vessel tortuosity was moderate. The event was clarified that the pipeline failed to open at the distal end of the stent and the device had not been placed in a vessel bend. Re-sheathing was attempted to resolve the issue, but it was unsuccessful.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the pipeline flex pusher was found separated on the distal core wire proximal to the ptfe dps sleeves. The proximal pusher was not returned for analysis. The ptfe dps sleeves, dps restraints and tip coil were found undamaged. The returned braid was found not fully opened, tapered, damaged, frayed and flattened. The broken distal wire was sent out for sem analysis. Sem result: the wire failed via torsional overload. Based on the analysis findings, the customer report of ¿failure/incomplete open distal (flex)¿ was confirmed; however, the cause could not be determined. Possible causes are patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel bend, presence of other indwelling stents, or inappropriate anatomy. Customer reported devices were prepared per IFU, patient vessel tortuosity was moderate, and device was not placed in vessel bend. The distal wire was found broken. Possible contributors towards pushwire breaks are patient vessel tortuosity, excessive force, resistance during delivery/retrieval, over-manipulation, or user resheaths more than 2 times. This event is similar to a previous investigation and a new investigation is not required. There was no non-conformance to specifications identified that led to the reported issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The number of resheathing attempts is unknown, no further information available.

Manufacturer narrative:
The event is reported at this time based on additional information received. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline was not used and had to be replaced. Additional information received reported the pipeline failed to open. There was no other issue and no patient injury. The pipeline was removed and another medtronic device was used successfully. No other information was available.